Manufacturer narrative:
(B)(4)

Event description:
Procedure type: gastrectomy. According to the reporter: while suturing ileum, after instrument activation, it was noted the staple close was not normal. Some staples fell into cavity. They were retrieved with a pincer, and one of them will be returned together with the clinical sample. The suture was completed by hand, reinforcing the mechanical suture. After 8 days, a fistula was noted and it led to peritonitis. They believe the fistula was a result of the staples not closing completely. Additional information received on 07/22/2010 and 07/26/2010: there was no additional bleeding, no tissue damage or trauma, and operating room time was not extended over 30 minutes. Reportedly, the patient's family considered a reoperation unnecessary as "the woman was old and with other health problems." The woman died of a cardiac attack. They believe the cause of death was cardiac insufficiency secondary to peritonitis. The patient expired between (B)(6)2010 and (B)(6)2010. An autopsy was not performed.